Event description:
The report stated that during a radio frequency ablation procedure, a water leak occurred at the strain relief of the needle electrode. Another needle electrode was opened and used to complete the procedure and no injury was reported.

Manufacturer narrative:
Date of initial report: 01/04/2008. The incident sample was not returned for eval therefore an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.